Manufacturer narrative:
The pump was received with intermittent up button response due to corroded keypad traces. No button error alarms were noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while the customer was trying to change the supplies. The customer's blood glucose was 495 mg/dl. The customer advised that she was going to treat with a manual injection. She noted that she had worn the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.